Event description:
Ave has been notified that the user filed a medwatch report that indicated that the pt went "emergently to the cardiovascular lab complaining of arm pain...ptca of obtuse marginal was done with suboptimal result...after stent confered on lesion, it was noted that the stent had slid proximally half off the balloon. Dr pulled stent back to just outside the guide tip, then pulled everything (guide, stent, balloon and wire) out. Found no stent on the balloon". The additional info indicates that the stent integrity was disrupted upon insertion, which led to stent dislodgement upon removal of the undeployed stent.